Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-00372. The pt (B)(6) was implanted with three percutaneous leads from two different lots for an scs trial. The pt desired therapy coverage in the hip area; however, she reported feeling stimulation down the left leg and during programming experienced tingling in both arms. A diagnostic test found low impedance measurements for several lead contacts. It was reported the treating physician is considering an alternative method of pain management for the pt.